Event description:
It was reported that the device pressure disk accuracy test failed. There was no patient involvement.

Manufacturer narrative:
Correction: annex c: c0201, annex d: d02. Additional information: annex c: c16, annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated pressure disk failure was confirmed. Received on 04-dec-2024 into bd san diego operation¿s lab. 2 syringe units were received unboxed and with paperwork. A pressure disc accuracy test via asm confirmed the stated failure. Installed a test pressure sensor into the units and they passed the pressure disc accuracy test on asm. Installed their original pressure sensors into lab test syringe unit and the failure followed the board. This confirms the faulty pressure sensor caused the failure. Failed pressure disc accuracy due to faulty pressure sensor. Defective material from supplier. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace the pressure sensor. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device pressure disk accuracy test failed. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01 annex c: c0201 annex d: d02 a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated pressure disk failure was confirmed. Received on 04-dec-2024 into bd san diego operation¿s lab. 2 syringe units were received unboxed and with paperwork. A pressure disc accuracy test via asm confirmed the stated failure. Installed a test pressure sensor into the units and they passed the pressure disc accuracy test on asm. Installed their original pressure sensors into lab test syringe unit and the failure followed the board. This confirms the faulty pressure sensor caused the failure. Failed pressure disc accuracy due to faulty pressure sensor. Defective material from supplier device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace the pressure sensor. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device pressure disk accuracy test failed. There was no patient involvement.